Event description:
Additional information was received: it was reported that the hcp was not aware of a fall. After the CT scan the patient got an oor message and the cause of the oor was also unknown. The patient came to the office on (B)(6). There was a device interrogated error message that said ¿selected stimulation setup cannot be determined.¿ there was a full impedance check and lowered the voltage to 2.0, impedance of therapy and gradually titrated back up to 2.6 with an impedance reading. It was unclear why the error occurred. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37602, serial# (B)(4). Implanted: (B)(6) 2018, product type: implantable neurostimulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4) implanted: (B)(6) 2018, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the fall was that the patient developed left wrist drop, carpel tunnel syndrome and palsy. They were referred for a CT scan and emg. The patient checked the battery when they noticed the oor message. They were referred to a physical therapist, and the cat scan was negative. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID 37602 lot# serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was seeing an oor message. When asked what might have cause the event the patient stated that they had a fall over the weekend. They were attempting to check their ins, but they could not bypass the screens. They also attempted to charge the ins and resolve the issue, but it did not resolve. The patient was told to follow up with the hcp for further assistance. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported there was an out of regulation (oor) on the patient programmer. The caller mentioned the patient was programmed in constant current. The caller did not specify which ins was showing oor. No symptoms or complications were reported or anticipated.